Event description:
It was reported that the suture sleeve on this electrode had dislodged. The doctor will do a procedure to reposition and re-secure the electrode. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the suture sleeve on this electrode had dislodged. The doctor will do a procedure to reposition and re-secure the electrode. There were no additional adverse patient effects.